Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that she went to the hospital for high blood glucose levels. The customer's blood glucose level was unknown at the time of the incident. The customer did not mention the name of the hospital. The customer did not mention any symptoms. The customer stated her insulin pump was fried over xray. Customer had an insulin flow block alarm before and he removed the reservoir and infusion set. The insulin pump will not be returned for analysis.